Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.